Manufacturer narrative:
(B)(4). The boston scientific crm technical services department discussed the possibility of a device or competitive lead issue, and recommended that the patient be brought in clinic for diagnostic troubleshooting. The patient was brought back in clinic, but available information suggests that the physician is monitoring the situation at this time. This event will be updated if any additional information becomes available. Further information was received that approximately four years later, this device was explanted due to an unrelated product issue that has been filed in report 2124215-2014-11573. No further observations or allegations related to low shock lead impedance measurements have been reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the rvtip sealplug; all others were intact. Lead seal markings indicated that all leads were fully inserted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Review of the daily measurements found the shock impedance varied between 46 and 63 ohms. No noise was noted on the shock channel when connected to a heart stimulator. The observations within this event were not reproduced in analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead detected a single shock impedance measurement of less than 20 ohms, triggering a latitude red alert. All other shock impedance measurements appeared to be normal and stable. Some noise was later observed on the shock channel only. No adverse patient effects have been reported as a result of these observations.